Event description:
Per (B)(6), he started to slow down and his chair shuttered, causing him to lose traction, slid down the ramp into a post. His left hand was pinched between the chair and the post, there is bruising. He also states he somehow hit his right hand. He alleges his joystick doesn't stop like it should, it clicks and continues a few feet.